Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor, vibrator, force sensor and keypad assembly during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. The water was inside the insulin pump. Customer stated they heard fluid when shaking the insulin pump and they saw fluid under the screen.no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.